Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient had experienced a loss or change of therapy and a return of symptoms; the patient stated they were having some problems where they could not hold urine at all. They had tried to check the device and received poor communication without the antenna. The patient was to follow up with their healthcare provider (hcp). Additional information was received from a patient. It was reported the patient had appointments with their healthcare provider (hcp) on (B)(6) 2016 and a manufacturer representative (rep) (B)(6) 2016. They had told the patient the battery in their buttocks had quit working and the patient was waiting for a surgery appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.